Event description:
Parent pr#(B)(4) has been identified as a duplicate of pr#(B)(4) and has been processed accordingly. Please refer to child emdr follow up under pr#(B)(4) with received MFR report number: 3030677-2024-02809 for the full investigation of this issue.

Manufacturer narrative:
Correction: parent pr#(B)(4) has been identified as a duplicate of pr#(B)(4) and has been processed accordingly. Please refer to child emdr follow up under pr#(B)(4) with received MFR report number: 3030677-2024-02809 for the full investigation of this issue.

Event description:
It was reported to philips that the checks showed that som pca part was defective. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.